Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue that the subject meter "takes 30-45 minutes to power up to apply blood screen." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.